Event description:
Patient revised to address loosening. Found sleeve loose from base, tightened screw. Nothing explanted.

Manufacturer narrative:
Evaluation was not possible, as the products remain implanted. No revision has been reported. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported dislocation without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.